Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore, add'l event, product or pt details are not available. The events of "swelling," "hard lumps," "a dark line," "reddish," "heat and irritation," are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Pt reported after being injected with 1 syringe of juvederm voluma xc in the marionette lines they developed "swelling and hard lumps in the corners of the mouth and across the top lip" the following day. Two days later they returned to the injector and underwent "laser treatment" which they believed was intended to help move the product around. Seven days later they started to note "a dark line" on both sides of the face coming down from just outside the corner of the mouth about a "few inches in length." Approximately a week later they returned to the injector and was prescribed an anti fungal cream for "angular cheilitis." Pt used this for "3 times per day for 3 days" and the areas of application became "reddish. Three days later the pt was also prescribed a 21 tablet course of methylprednisolone. Pt went later that same day to a primary care physician and they were told that they do not have "angular cheilitis" and that they should discontinue the use of the fungal cream. The pt was prescribed over the counter allegra twice daily and benadryl. Pt states their symptoms started to improve and they stopped taking the benadryl and allegra. Approximately another week later the pt developed increased "swelling, heat and irritation" at the corners of the mouth and along the vertical "dark lines." Pt called the injector and requested a "reversal." Pt was seen the following day and was injected with an unspecified amount of hyaluronidase in the top lip, hard areas in the corners of mouth and in the swollen "dark lines." Pt states the symptoms have improved minimally and planned to return to the injector in the next week.